Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called via phone call that his pump alarmed motor error. At the time of the incident, his blood glucose 101 mg/dl. The customer said that he was trying to fill his cannula while the alarm was occurring. During prime rewind troubleshooting, the customer said that insulin was squirting out and continued to drip after the motor stopped during the manual prime process. He said that the pump is alarming compromised forced sensor and that they are unable to exit the preparing to prime loop. They are stuck in rewind complete/bolus delivery loop. The customer said that the pump was not dropped and that the drive support cap appeared normal. He was advised that the pump would need to be replaced, to discontinue use of the pump and to revert to a backup plan per his doctor¿s orders. He was also advised that the possible cause of the compromised forced sensor alarm was that the forced sensor occurred during seating and that it did not detect the reservoir. The insulin pump will not be returned for analysis.